Event description:
The customer reported via phone call that they had no delivery alarms while priming the insulin pump. The customer's blood glucose was 184 mg/dl. The customer stated they were unable to troubleshoot at the time of the call. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.